Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during preparation for a therapeutic procedure, the endoeye flex deflectable videoscope displayed error code e228 with a black sandstorm on the display screen. The intended procedure was completed. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Based on the results of the investigation, root cause could not be identified. However, it is possible that the damage to the image sensor unit may have led to the occurrence of the event. As for the cause of the breakage, since multiple damages were confirmed in the curved part, it is thought that it may have occurred due to an irregular load applied to the curved part, but it could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.